Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture of right breast prosthesis. Concomitant products: mentor memorygel breast implant 275cc gel breast prosthesis, catalog #3542757, lot #218802. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was reported. As a result, the patient underwent bilateral explantation with no replacements on (B)(6) 2019.

Manufacturer narrative:
On 09/11/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).